Manufacturer narrative:
Patient age at time of event is currently unknown as information was not provided. Patient sex at time of event is currently unknown as information was not provided. (B)(4). The event is currently under investigation.

Event description:
During a percutaneous tracheostomy procedure, there was a kink in the wire. The user did not notice this until dilator was over the wire. The part of the wire that was kinked got caught in the patient's stoma causing some laceration and extra bleeding. The user finished the procedure successfully with this device by repositioning the wire. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects other than minor bleeding due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, instructions for use (IFU), manufacturing instructions, specifications, trends and quality control was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: "exercise care to ensure that the components used in each step are properly positioned within the trachea. Improper placement of the components may lead to potentially life-threatening injury. It also states "bronchosopic guidance is strongly recommended during placement of this device to reduce the likelihood of paratracheal insertion and to determine the intratracheal position of the needle, wire guide, dilators and tracheostomy tube." "Introduce the j-tipped wire guide several centimeters into the trachea. Note: the wire should advance freely, without resistance. If resistance is encountered, do not force wire guide. Confirm correct fep sheath or introducer needle placement via bronchoscopy, then advance wire guide into the trachea until the distal mark on the wire guide reaches skin level". Since this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport, it is plausible to suggest that the wire guide met with resistance beyond its intended design during a procedurally related event. There is no evidence to suggest the product was not manufactured to current specifications. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
During a percutaneous tracheostomy procedure, there was a kink in the wire. The user did not notice this until dilator was over the wire. The part of the wire that was kinked got caught in the patient's stoma causing some laceration and extra bleeding. The user finished the procedure successfully with this device by repositioning the wire. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects other than minor bleeding due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
There was a kink in the wire. They did not notice this until dilator was over the wire. The part of the wire that was kinked got caught in the patient's stoma causing some laceration and extra bleeding. They finished procedure successfully with this device by repositioning the wire.